Manufacturer narrative:
Due to character limit in block e1, event site name: (B)(6). Interface troubleshooting confirmed that the arterial line waveform was being sourced from an external bedside cable rather than the iab central lumen. The external a-line setup was explained, and the user confirmed understanding.

Event description:
The user contacted the emergency support program line to report that the patient arrived from the cvor with the iab central lumen clotted. Despite this, an arterial line waveform was present on the pump. The user requested clarification on how an a-line waveform could be displayed when the iab central lumen is clotted. No patient harm was reported.